Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the consumer was being reprogrammed last week and the doctor's results were that there is a short in the lead. The physician was able to program using a different connection but told the patient that he could not have a MRI because of the short. The patient was wondering what that meant and if the physician will fix it. They were redirected to the hcp for clarification. Refer to manufacturer report #3004209178-2021-05634 for related device.